Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the updating alarm while using the application. Troubleshooting was performed and found that the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app. The device will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian software version 1.4.0 installed on the iphone se 2 gen ios 17.1.1 & iphone 12 pro max ios 16.4.1 with a transmitter was conducted and confirmed the issue is not reproduced.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10967806doc version f. After conducting a thorough investigation, we identified two scenarios in which the updating screen appears: app relaunch: the logs indicate continuous app relaunches due to insufficient ram or cpu resources. The system often terminates background apps to allocate memory to foreground apps, causing repeated relaunches. Reconnections: the logs contain 17 disconnects due to weak connection and supervision timeout firing. The updating status message is expected behavior after reconnection with the transmitter. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: try not to run many applications on your device, especially those that consume a lot of system resources, otherwise, when using heavier applications, the os will terminate processes that are in the background. As a result: the connection with the transmitter is broken and when the application is subsequently opened, the connection is restored and you see the updating status message. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.